Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-sep-2025, the user reported inconsistent readings from their dexcom g7 continuous glucose monitoring (cgm), though finger stick values remained in range. At one point, the sensor displayed ¿low¿ while a finger stick showed 76 mg/dl. During the call, blood glucose (bg) was 133 mg/dl on the ilet and 154 mg/dl by finger stick. No failed sensor alerts were noted aside from a brief sensor issue that resolved on its own. The agent educated the user on calibration and advised contacting dexcom for a replacement if inconsistencies persisted. Blood glucose (bg) was not affected. No symptoms were reported during event, and no outside assistance, or medical intervention were reported.